Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The pharmacist at the clinic reported the following event, the set screw for the 130° nail fell out of the packaging. The medical staff had to unpack a 120° nail and used the set screw from that nail.

Manufacturer narrative:
Evaluation summary: product inquiry stated the trochanteric nail kit 120° to be the subject product. A review of the inspection records revealed no discrepancies; in particular in the packaging process. The item reported was documented as faultless prior to distribution. According to the reported event the set screw of a 130° nail kit (cat.# and lot code unknown) has been fallen out during unpacking and a backup set screw, part of the reported trochanteric nail kit, st gamma3 ø11x180mm x 120°, was used as a replacement. A physical examination of the 130° nail kit resp. Packaging was impossible as the device resp. Packaging was not available for evaluation (requested but without success). Furthermore, evaluation revealed that the returned set screw (lot code k03590c) was part of a trochanteric nail kit, st gamma3® ø11x180mm x 125°. Since 2004 a new set screw packaging for the gamma3 nail kit blister had already been established. The size and the outer box as well as the blister in the box are kept unchanged. Improvement: the separate small white foam in the sterile gamma3 nail kit now is provided with an aperture, so that the set screw is visible through the (unopened) blister. As the 130° nail kit resp. Packaging was not returned, a reasonable examination of the subject device could not be carried out. Similar cases revealed that it could be assumed that the event may rather be linked to inadequate user handling of the package (dropping the set screw during opening the tyvek® lid of the packaging with high energy). Nevertheless, an exact root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The pharmacist at the clinic reported the following event, the set screw for the 130&#2062;ail fell out of the packaging. The medical staff had to unpack a 120 degree nail and used the set screw from that nail.